Event description:
It was reported that the patient underwent a successful left total hip arthroplasty using depuy synthes implants. In (B)(6) 2025, the patient had a follow-up appointment and stated a few days prior, the patient noticed a squeaking sound following bending and increased flexion of the left hip. The patient also has pain when loading the joint. The patient limps and has an antalgic gait pattern. X-rays show the insert has wear on the left side causing superior migration of the head. Revision was performed. There was no surgical delay. Affected side: left.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the implants has worn. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment imagerequest tn (B)(4), invoice tn (B)(4), tritonlife e.l., rtg image. The x-ray investigation revealed that a disassociation occurred between the acetabular liner and the cup. The femoral head appears to be not centrally loaded since it can be observed that it is having a direct contact with the cup. Based on the observations it is reasonable to conclude that a disassociation event occurred. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The overall complaint was confirmed as the observed condition of the altrx +4 10d 32idx48od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.